Manufacturer narrative:
(B)(4). Additional information: the following is additional information received about the patient¿s hospitalization for the peritonitis at the time of the event. The patient was presented to the emergency room (ER) with a sudden onset of abdominal pain in the right side of their abdomen, cloudy pd effluent, nausea, and pain at the capd port in the abdomen. The patient was admitted to the hospital for peritonitis on the next day. While in the ER, the patient received 0.9% normal saline (500ml IV bolus). For the peritonitis the patient received rocephin (2g ivpb at 50ml/hr at 0100), levaquin (750mg at 125ml/hr ivpb over 90 minutes at 0200), and vancomycin (1g IV at 250ml/hr at 0327). The patient received vancomycin (15mg in 1000ml dianeal pd2 exchanged every 2-3 hours ip) while hospitalized. The patient continued antibiotic therapy after being discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number 13a16h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling ill and cloudy drain. The patient was hospitalized for the event. The patient was treated with vancomycin (dose, frequency, and lot not reported). Three days later, the patient was discharged from the hospital. The patient stated that she follows correct aseptic technique. The patient received retraining in aseptic technique as a precaution. At the time of this report, the patient was recovered from the peritonitis and dianeal therapy was ongoing. This is report 4 of 4 involved in this peritonitis event.